Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered an ischemic stroke with right-sided weakness. The inr was 4.4 at the time of the stroke. On (B)(6) 2016, the patient presented with sepsis secondary to aspiration pneumonia, and with progression of the left middle cerebral artery infarct (mca). A head computed tomography confirmed the progression of the infarct. It was reported that the patient was febrile with an elevated white blood cell count, and subsequently experienced acute respiratory failure. The patient expired on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.